Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1895 ml, indicating the home patient (hp) drained 1895 ml more than their programmed fill volume of 3000 ml. This information gave a total drain volume of 4892 ml which meets iipv criteria. According to the nurse she was not aware that the patient drained 4892 ml. The patient never reported any symptoms of overfill to the nurse, however, she has resumed therapy. A new device was received. There was no patient injury or medical intervention reported. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over-delivery.